Event description:
As reported by the user facility: retained cannula, detached from port and retained in patients arm.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual device involved in the reported incident was not returned for investigation. Without the sample a thorough investigation could not be performed. No specific conclusion can be drawn. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.